Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 0185, competitor lead, implanted: (B)(6) 2009; 6725 adaptor, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had unexpected longevity. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.